Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of migration and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii, migration.

Event description:
Healthcare professional reported ¿ruptured and with extracapsular silicone¿. Later healthcare reported ¿ pain and change of shape and volume, capsular contracture baker grade iii". Later healthcare professional reported "pain and change of shape and volume, with presence of intra and extracapsular rupture" and "ruptured with capsular contracture, silicone migration". This record is for the right side. Device has been explanted.